Event description:
It was reported that an infection occurred. The leads were explanted and replaced. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event. It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. The right atrial and right ventricular lead were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that all conductors distorted, all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. (B)(4). The distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), inner tubing kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was melted, inner insulation torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.